Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date previously missing from initial report.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope adhesive around the distal tip wears, crumbles and falls off. The issue occurred during preparation for use. There were no reports of patient harm.